Event description:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(Interim records from (B)(4) 2009 to (B)(4) 2010 are not available to know the health status of the patient). On (B)(6) 2010 - normal renal and urinary bladder ultrasound - CT abdomen and pelvis showed right adnexal cyst like lesion may be ovarian cyst. Mild non specific free pelvic fluid (interim records from (B)(6) 2010 to (B)(6) 2012 are not available to know the health status of the patient). On (B)(6) 2012 - had urinary tract infection (uti) every 4-6 weeks, sepsis since sling placement, strains to void, feels urgency and urethral burning as well as sharp intermittent pain in the bladder - reports urinary frequency, urgency and incontinence and deep dyspareunia - urinary tract infection, urinary retention, dyspareunia, urinary frequency - recommended sling removal with staged repair at a later time, ordered for urodynamics study (uds). On (B)(6) 2012 - presents for evaluation of recurrent uti - reports abdominal pain/pressure, bloating, urgency, burning, constant pain, post void dribbling and have to strain to void and has weak or intermittent stream, feels of incomplete bladder emptying - she has a visible protrusion and a palpable prolapse - myofascial pain and urinary tract infection - I ((B)(6), m.d.) Do not think her pelvic floor symptoms are a sling related problem - her pvr is normal and there is no sign of infection despite her being symptomatic today - do not recommend surgery to release her sling since will not help her pain or symptoms of recurrent uti recommend pelvic floor physical therapy (pfpt). On (B)(6) 2012 - underwent pelvic floor physical therapy for pelvic floor dysfunction. &#63507;she has pelvic muscle and connective tissue mobility restrictions that are contributing to her pain and bladder symptoms. &#63503;outcome: she has done very well - her shooting, stabbing pains happen only once a day and they are less intense - myofascial pain - recommended to continue pfpt. (Further records after (B)(4) 2012 are not available to know the progress of the patient) .